Event description:
It was reported by the customer that a pyxis medstation es system was not detected on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open. A field service engineer resolved the issue by removing the pocket and reloading the medication into a new space. The system functioned as intended after the field service engineer troubleshooted the device.